Event description:
The receiver download was retrieved and attached.

Manufacturer narrative:
(B)(4). Describe event or problem - additional describe event or problem - correction remove " a review of the downloaded data log did not find any issues related to the customer complaint." Additional information/correction.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Receiver was charged and booted up. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing was performed and the tests failed. Global receiver communication tool test was performed and passed. A manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the battery cable connector was disconnected. The cable was reconnected. A speaker resistance test was performed and was found to be working within specification. The reported event of no audio output was confirmed. The root cause was determined to be assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.